Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00340. Before the case, they brought the first saw (refer to emdr #1828100-2016-00340) into the field and the surgeon stated tip was bent, they presented the next saw and he stated that the tip on that one was bent also (this complaint). The third sternal saw was ok and was used to complete procedure.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the sternal saw tip was bent. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00444. The reported complaint was visually confirmed by the investigator. The product was sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.